Event description:
A pt was treated on 10/15/96 to the lateral chin lines and vertical lines above the upper lip at 3:30 pm. The pt went home then had dinner at a restaurant at approx 5:30 pm. Approx one hour later, she developed swelling and slight erythema at the left upper lip treatment site which extended to the left upper vermilion and inner mucosa. Later in the evening on 10/15/96, the pt was seen by the injecting physician's office associate with continuing symptoms. The physician was unsure of the diagnosis; intramuscular celestone and an oral anthistamine were prescribed. The pt was seen on 10/16/96, by the injecting physician diagnosed angiodema with etiology possibly related to something the pt had for dinner, to vasotec, an ace-inhibitor the pt had been taking concomitantly for years, or to the collagen treatment.